Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the battery site. Surgical intervention took place where the ipg was explanted to address the issue, the paddle lead was left implanted.